Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low sodium (na) and high chloride (cl) patient results were generated on the au680 clinical chemistry analyzer. Low anion gap was also generated. There was no change in patient treatment in association with this event. Quality control was within specification prior to event.